Event description:
Per fax - customer stated that she was unloading her machine and the bottom access pod exploded. Customer said the machine failed a self test of air in the system. When customer was removing it. Towards the end of treatment - 48 hr mark) she thought her machine clotted, but the prisma did not alert her that it was clotted, so customer removed the set and access pod exploded. The highest filter pressure that the customer had on the machine was 220. Per linda dresser (ic therapy specialist), informed customer that was not the normal filter pressures, 220 was too high. No patient injury - no medical intervention, patient is ok. Sample is available. MFR - 8010182-2006-00011.